Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the (B)(4). The sample was returned for evaluation. A review of the device history record revealed no manufacturing anomalies. The returned sample was visually inspected, and no anomalies were noted. The sample was then set up on a sarns drive motor and the rpm was set at intervals of 500 rpm until a maximum of greater than 3000 rpm was reached. The sample stayed connected to the drive motor without any signs of decoupling. While running at each interval, the pump was rotated while seated in the drive motor to ensure it would not decouple. The pump continued functioning as intended without disconnecting from the drive motor. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the centrifugal pump decoupled. No patient involvement as the event occurred during prime product was changed out procedure was completed successfully